Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following information: the pt called lfs and alleged that their meter was reading inaccurately low. The pt did not remember any of the results. They stated that they tested their blood sugar prior to visiting their physician. They do not remember the result but stated that their meter read around 110 points lower than the physician's meter. At the physician's office, the pt's blood sugar was tested. The result was 280 mg/dl. The pt was experiencing symptoms at the time of blurred vision and thirst. They were treated with insulin. The pt discovered that their meter was in the wrong unit of measure. They think it may have been set this way since they obtained the meter, a little less than a year ago. The pt stated that they were taking less insulin due to the inaccurately low results. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution available to test. Based on the info provided, it is not clear if the issue with the meter was due to use error or a meter malfunction. Regardless, the issue with the meter did contribute to the pt suffering a serious injury. The case is being reported as an adverse event. The meter has been replaced for the pt.